Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in pacing impedance measurements from 660 ohms to 1250 ohms on the right ventricular (rv) channel. Additionally, elevated threshold measurements, oversensing and pacing inhibition was noted. A revision procedure was performed and the associated rv lead was removed from service and replaced. An x-ray did not identify any lead damage and when the pocket was opened, the lead to device connection was verified to be intact. No additional adverse patient effects were reported.